Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. A system check indicated the blockage was likely located at the infusion set site; however, this could not be confirmed. Reportedly, the infusion set was changed to address the issue.